Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin closure of an open procedure, the needle of one suture broke. It was also stated that the thread of another suture broke. Another device was used to complete the case. There was no patient injury.